Manufacturer narrative:
Batch review performed on 02 january 2024: lot 111698: (B)(4) manufactured and released on 05-july-2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 12 years from primary due to a periprosthetic fracture and the cause is unknown. The surgeon cabled the fracture, revised the medacta stem and head with competitor components, and revised the medacta liner with a medacta liner. The surgery was completed successfully.